Event description:
This event is being reported based on analysis completed on (B)(4) 2012, which revealed skiving on the inner wall of the sheath. It was reported the cook transseptal needle could not be advanced through the dilator. Another sl1 introducer was used to complete the procedure with no consequences to the pt. Device analysis revealed skiving.

Manufacturer narrative:
One 8.5f fast-cath introducer and one 8.5f transseptal dilator were received for evaluation. Visual inspection revealed the inner wall of the sheath had been skived by a sharp object causing damage within the inner wall of the sheath. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification was consistent with operational context as device performance was limited due to anatomical/procedural factors.